Event description:
The customer reported to philips healthcare that during a 100j cardioversion procedure using the heartstart xl, the energy was not delivered. The users used the same pads with another device and the procedure went as expected. There was no adverse affect to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.